Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17490454/17675026, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17613423/17624782, UDI: (B)(4).